Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that part of the pump touchscreen display was blacked out, affecting the customer's ability to interact with the pump or read the pump screen. Customer experienced a blood glucose (bg) level of 401 mg/dl with ketones that were identified to be life threatening by the healthcare provider. Customer first went to the emergency room and was subsequently hospitalized in the intensive care unit where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer. Multiple attempts were made by tandem technical support to obtain information on when customer was released from the hospital, but the customer did not respond. Reportedly, the customer continued using the pump for insulin therapy, relying on alternate methods of insulin therapy as necessary.